Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). Cartridge change sequence was conducted on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. To treat the low bg level, the customer consumed a carbohydrate snack. Following the low bg level, due to the customer not delivering a correction after consuming food with high sugar content, the customer experienced an elevated bg level of 340 mg/dl. To address the bg level, the customer delivered a correction bolus. At the time of the reported event, the customer's bg level was 104 mg/dl.